Event description:
Home patient (hp) reports switching new bag onto already spiked line of the homechoice set while troubleshooting an alarm situation during apd treatment. Hp was assisted in ending treatment early by baxter technician. No pt injury or medical intervention required per rn.